Event description:
A company representative reported to have been present during an intraocular lens (iol) implant procedure and observed a posterior capsular tear. The cause of the capsular tear was an unspecified medical error or inadvertent procedure. The patient has recovered. No additional information is expected.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. No additional information is expected. (B)(4).